Event description:
It was reported that the rigid video laparoscope exhibited green screen. The issue was identified during setup. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed (image also turned purple) and was caused by a faulty charged coupled device. In addition, a faulty video cable caused stripes in the image and a faulty circuit board caused communication error 104 to occur. The investigation was unable to determine what caused the components to fail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.